Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the possible cause for the falsely depressed troponin I results was unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Two falsely depressed troponin I results were obtained on two patient samples. The results were questioned within the laboratory based on prior sequential troponin I results and were not reported to the physician. Subsequent runs of the same sample with alternate well sets from the same reagent cartridge on the same system recovered elevated results. Patient treatment was not altered or perscribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I results.